Event description:
It was reported that the pt's stimulator was removed due to a lead fracture. The pt stated "they put a pump in the same pocket as the neurostimulator." MFR database suggests the pt had a neurostimulator replaced with a neurostimulator on (B)(6) 2006. A pump was replaced on (B)(6) 2008. A f/u report will be provided should add'l info become available. Refer to MFR report #3004209178-2010-09662 for subsequent device info.

Manufacturer narrative:
(B)(4).